Manufacturer narrative:
This event is considered off label use of the device and not included in the intended uses of these devices. Notice was sent to the physician that this device is not indicated for dermal resurfacing.

Event description:
Patient reported pain and redness on her face after a dermal resurfacing procedure. Dermal resurfacing is an off-label use of the device.

Manufacturer narrative:
This event is considered off label use of the device and not included in the intended uses of these devices.

Event description:
Patient reported redness in her face with prolonged recovery time following a dermal resurfacing procedure to treat acne scars. Dermal resurfacing is an off label use of the device.